Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot #: none. Product ID: bi71000163, serial/lot #: none. A medtronic representative went to the site to test the equipment. The ias batteries were replaced and the charger output was verified through labview dash. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, after taking a spin with the imaging system a message came up that stated individual battery error. The battery voltage was critically low. The system started beeping and the lights on the gantry turned red. There was no surgical delay and no impact on patient outcome.